Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a (B)(6) male patient passed away on (B)(6) 2014. Investigation into the event revealed that the patient experienced an inappropriate defibrillation event on (B)(6) 2014. Multiple counting contributed to the false detection. The post-shock rhythm was sinus rhythm at 74bpm. The patient did not press the response buttons. The electrode belt was disconnected approximately 7 seconds after pulse delivery. The patient passed away not wearing the lifevest.

Manufacturer narrative:
Device evaluation summary: monitor sn: (B)(4) and belt sn: (B)(4) have not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunctioned related to the event. Monitor (B)(4). Electrode belt: (B)(4): 09/2010.